Event description:
Boston scientific received information that this right atrial lead displayed a pacing impedance of greater than 2000 ohms along with noise and loss of capture. It was suspected that these observations were due to a lead fracture. The lead was reprogrammed to remedy the issue with no other action planned at this time. No patient symptoms or adverse effects were noted.

Manufacturer narrative:
The lead was modified electrically and remains in service. No further information is available. This report will be updated if more information becomes available.